Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 300 units of insulin. There was no reported impact to the customer's blood glucose level. Troubleshooting with tandem technical support could not be performed as the event was in the past and the contact could not recall details about the reported issue.